Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Kmt engineering evaluated the returned therapy cable and was unable to recreate the reported service error codes. Wcd system powered up appropriately. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Patient reported having repeated issues with the wcd system. Customer care was unable to troubleshoot the issue. There was no patient injury. After evaluating the wcd device event log, it was determined that the patient had multiple service error codes logged , specifically r2018 ( r-wave signal integrity error) , n1039 (gatekeeper threshold error), r203c (hub device error) indicating a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.